Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6)2022. On (B)(6) 2022, the cgm was displaying 173 mg/dl. The patient did not have symptoms and a bg measurement was taken as a routine check before breakfast; the bg was 354 mg/dl. The patient's mother provided him 0.8 units of insulin which he administered himself for the elevated bg. After the insulin, the mother repeatedly rechecked the fingerstick bg during the morning. The bg was 233 mg/dl while the cgm was 337 mg/dl, and then when rechecked the bg was 179 mg/dl while the cgm was 252 mg/dl. The patient's mother said the sensor values fluctuated from 40 mg/dl to 300 mg/dl within minutes and they were not aligned with the glucometer. They removed the sensor due to continued inaccuracies. At the time of the report the patient was stable and doing okay. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Initial reporter email address: (B)(6). Diabetes mellitus is a known cause of hyperglycemia.